Event description:
Procedure: lap nephrectomy. According to the reporter: the stapler was fired across the renal artery and when the stapler was released there was heavy bleeding. After further inspection the surgeon felt that there was not a secure staple line on the specimen side of the artery and a partly secure staple line on the patient side. It resulted in unanticipated blood loss and opening the patient to stop bleeding and finish procedure. The patient was transfused.